Manufacturer narrative:
The device is an installed centralized pt monitoring system that utilizes a sun microsystems central processing unit (cpu) and related computer network peripherals. The device receives, analyzes and displays pt vital signs data from multiple bedside multifunctional pt monitoring devices through either wired or wireless connections. Welch allyn technical support remotely assisted the customer to reboot the system. After the system came back online, tech support walked the customer through the proper reboot process as described in the dfu. No pt information was provided. No problems have been reported since the initial report. Method - (remote evaluation).

Event description:
The customer stated that the acuity pt monitoring system froze up. The screen was showing "type 'go' to resume". This resulted in a temporary loss of centralized pt monitoring.